Event description:
Healthcare professional reported "rupture, punctured" which is not device related.

Manufacturer narrative:
Clarification to h1- "rupture, punctured" is not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured, punctured¿.

Event description:
Healthcare professional reported, "rupture, punctured". This record is for the right side. Device was explanted.